Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3777-45, serial/lot #: (B)(4), ubd: 10-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had the device explanted electively as they had lost weight and no longer needed the therapy. There was 2 inches of lead that could not be removed during the explant surgery, and it was left implanted. No patient complications were reported.